Event description:
IV therapy team called with concern of bleeding and broken PICC. Found the PICC with hub/tubing broken off at wing. PICC was removed and no adverse outcomes noted. PICC was not replaced, patient currently has alternative access.

Manufacturer narrative:
(B)(4). The customer provided one 2-lumen PICC for evaluation. The catheter body was returned with a box clamp attached and the sample contained obvious signs of use in the form of biological material. The distal end of the catheter body appeared to be intentionally cut. Visual examination of the catheter revealed the catheter body was detached from the juncture hub. The catheter body was slightly compressed at the proximal end. No jagged or torn damage was detected. The catheter body measured to be 17.7" in length, which indicates at least 1.8" was trimmed and not returned per product drawing. Manufacturing was contacted and it was determined that this failure is molding related. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. " the customer report of a separated catheter/juncture hub was confirmed by complaint investigation of the returned sample. The catheter body was separated from within the juncture hub and contained no signs of undue force. A device history record review was performed with no relevant findings. Based on the sample received and feedback from manufacturing, manufacturing (molding) caused or contributed to this issue. An engineering change order has been previously initiated to add additional inspection for delamination defect between the nose hub and catheter body to mitigate juncture hub/catheter body separation issues. This eco has a targeted release date of october 2019, which is after this catheter was manufactured in january 2019.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates juncture hub cracked/separated in use.

Event description:
IV therapy team called with concern of bleeding and broken PICC. Found the PICC with hub/tubing broken off at wing. PICC was removed and no adverse outcomes noted. PICC was not replaced, patient currently has alternative access.